Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 47 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. No test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.